Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. No cosmetic damage was noted.

Event description:
The customer's mother reported via telephone call that the insulin pump was cracked and that the screen went blank and the insulin pump began to alarm and was no longer operational. The blood glucose reading was 156 mg/dl. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.